Event description:
It was reported via repair work order that there was no power due to a damaged power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.